Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize a battery) has been confirmed. As received, the charger/modem was unable to recognize a battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause for the inability to recognize a battery pack is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was unable to recognize a battery pack.